Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025 the user reported discovering cracks in the ilet touchscreen while at work in a factory. The screen became completely unresponsive, preventing any device interaction. The agent confirmed that the ilet was no longer operable and initiated a replacement device shipment. The patient confirmed that no injury occurred from broken glass and no blood glucose impact or symptoms were reported. The user transitioned to backup therapy as necessary until replacement arrival.